Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Event description:
The account alleges that the bed exit was armed, but did not alarm when a patient fell. Minor injuries only were sustained by the patient.